Event description:
Tip almost broke off - loose. Over pressure alarms gong off during procedure. 3/5/2001, per pmi sales specialist: tip was kinked when physician was prepping but still used. Noticed restriction upon use. When catheter was removed it was noticed the tip was stressed at the tip transition (pink material in reference to the purple material) and was starting to separate/fray. Clean up crew trashed catheter when physician was talking to pts family. Catheter will not be returned 3/19/2001, per pmi sales specialist: per director of lab: no pt info is available.